Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for an unknown number of patient samples. Only the ggt-2 -glutamyltransferase ver.2 result for one patient sample was discrepant and reported outside the laboratory. The initial result was <5 u/l and was reported outside the laboratory. As the patient typically had a higher result, the sample was repeated with a result of 260 u/l. This result was believed to be correct. The customer stated she does not believe the patient was treated based on the erroneous result. No adverse event was reported. The reagent lot number was 18342101 with an expiration date of 06/30/2017. The customer suspected an issue with the sample probe. The field service representative replaced the sample probe and noted the system has run without any additional errors.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation such as the alarm trace or reaction kinetics was requested, but it was not provided. It was assumed there was an issue with the sample such as fibrin or clots and an issue with a contaminated or partly blocked sample probe. Contamination of the sample probe is typically a cause for discrepant low results and is usually due to improper preanalytics. Insoluble material in the sample coats the sample probes and affects the placement of the sample in the cuvette. The issue was resolved by the replacement of the sample probe.